Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the save to disk obtained confirms that an atrial rate limit power on reset (por) occurred on (B)(6) 2012. On further analysis the atrial rate limit por was confirmed but was unable to be reintroduced. The device was shown to perform nominally when connected to a heart simulator. The device was shown to experience an atrial rate limit por when the pacing interval exceeded 150 bpm, which is nominal. All reference voltages were shown to be nominal. All digital tests were shown to be nominal. Subjecting the device to 57c for 48 hours had no effect. With all metrics indicating nominal results, no conclusion could be drawn concerning the cause of the por.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device had a power on reset and the wireless functions were disabled. A patient alert triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.